Event description:
It was reported that the lead was capped and replaced due to a reported lead fracture; lead impedance recorded as 2000 ohms. No patient complications have been reported as a result of this event.